Manufacturer narrative:
The customer evaluated the au680 clinical chemistry analyzer and identified a damaged tubing. The customer replaced the tubing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results for sodium (na) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.